Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was duplicated. The device would deplete 100 percent batteries after 5 minutes of usage. A faulty pwa board is causing the battery to deplete. The pwa board was replaced.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited fast battery drain. No adverse effects were reported.